Manufacturer narrative:
The customer returned photographs and the complaint kit with smart card for investigation. A review of the smart card data verified the occurrence of alarm #53: return line air detected warnings, as did the photographs. A visual inspection of the returned kit did not find any cracks or damage to the pump tubing organizer (pto) or the pto filter; however, dried blood was found on the inside of the pto to the right and below the filter. The kit was pressure tested to check for leaks and a leak was confirmed at the welded joint between the filter cover and the base of the pto. A material trace of the related components used to build lot h128 showed no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations or equipment maintenance events. This lot passed all lot release testing. The cause for alarm #53: return line air detected was due to the pto leak. The root cause of the pto leak was most likely a weak weld at the filter in the pto. The cause for the weak weld could not be determined based on the available information. Mc: 002101. S.d.a. 04/16/2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h128 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h128 shows no trends. Trends were reviewed for complaint categories pto leak and alarm #53: return line air detected. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs and the kit with smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a pto leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that an alarm #53: return line air detected occured and a blood leak was visible under the filter/air trap. Approximately 753 mls of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and manually returned blood to the patient. The patient was reported to be in stable condition. The customer returned photographs and the kit with smart card for investigation.